Event description:
It was reported to philips that system was unable to boot properly. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, it indicates the collimator, detector, and sequencer were unavailable, likely due to missing power. During troubleshooting, fse found no blown fuses at the fan tray and cm boards. The third-party fse had already replaced the dcm board, but the 24v output to it was missing. To resolve the problem, fse replaced the lower voltage power supply. After replacing the lower voltage power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.